Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing around a bend. They pulled back and the stent became dislodged. The stent was successfully retrieved with a snare. Pt status is listed as "okay".